Manufacturer narrative:
Patient gender information not reported. The investigation of simplexa flu a/b and rsv direct kit (mol2650) suggested that the root cause for the occurrence of false positives (and sub-amplifications) were due to the lot to lot variability of the scorpion primers. To mitigate the occurrence of false positives (and sub-amplifications), focus dx replaced the recombinant taq polymerase used in the mol2651 reaction mix with hot-start taq polymerase and reduced production time following bulk mol2651 formulation to 2 hours. Additionally, focus dx now employs more extensive testing with no template control (ntc) in the qc kit release criteria. These corrective and preventative actions are effective in mitigating the effects posed by the potential lot to lot variability of the scorpions. (B)(4).

Event description:
The customer reported low level rsv values on patient samples. Out of 360 samples tested, 60 samples had low level rsv's that crossed the threshold. Thirty-six (36) samples had cts values greater than 38. Cts values between 35-40 is a valid result. The customer is now reflexing all the rsv positive tests to shell vial for confirmation before reporting. After confirmation, the results were reported to the doctor. A voluntary recall has been performed related to the reported lot.